Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: a 12 x 80 charger balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower limb vessel. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during first inflation for few seconds the balloon ruptured, a visible pinhole was noted after a pressure test was performed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower limb vessel. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during first inflation for few seconds the balloon ruptured, a visible pinhole was noted after a pressure test was performed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.